Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported all impedance measurements were less than 500 ohms. When reference electrodes were changed and the test was run with a higher voltage, the impedances were still less than 500 ohms. The patient did not feel any stimulation at 10.5 volts. No falls or traumas could have been related to this issue. The patient said he may have had an infection at the same time as the stimulation stopped working, but the infection was unconfirmed. The stimulation suddenly stopped in (B)(6) 2015. Later, it was reported x-rays were taken of both the lead and generator. Upon the physicians review, there had been a revision scheduled. The cause of the event was the lead appeared to have moved significantly. At the time of the report, the issue was not resolved as surgical intervention was required. The surgery was being or had been scheduled, but the surgery date was unknown. Relevant medical history included spinal pain.